Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that a vela ventilator generated a "xdcr fault" (transducer fault) alarm. An attempt to calibrate the exhalation flow transducer by the customer was not successful. It is unknown if the unit was in use on a patient when the event occurred. There were no reports of harm to patients associated with the event received by carefusion.